Manufacturer narrative:
The additional prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported difficulties and subsequent treatment(s) appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a retrograde access interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. A second prostyle was attempted and the same issue occurred. A new (third) prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.